Event description:
Customer reported via phone, she experienced high blood glucose over 500 mg/dl and is still having issues with elevated values 537 mg/dl, current 228 mg/dl. She treated with insulin pump and manual injections. Troubleshooting was performed and no alarms were noted in the device alarm history. High pressure test was performed and the device passed. Customer was advised to do a complete set change. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.